Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the device was not operating correctly according to the surgeon. The device was examined and the jaws were found to be not closing completely. Despite attempts to repair the device, it still would not grasp the tissue properly. The device was removed and another was opened to complete the case. There was no consequence to the pt.